Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed and unable to recover. A field service engineer inspected and found that some pockets were overloaded causing them not to open freely and resulting in jamming. This was confirmed with customer who was notified to advise staff not to overload the pockets. Excess medications were removed in coordination with customer and the entire drawers were inventoried to ensure no additional jams were present. Customer will continue to monitor the drawers moving forward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer and cubie failed and were unable to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.